Event description:
This incident occurred while exiting the ICU elerator on ground floor. The transporter lifted the pole which seperated from the base the weight of the floguard caused the transporter to lose control. The floguard hit the patient above the left eye.problems: 1) elerator too small for extensive amount of equipment.2) pole comes apart allowing floguard to be top hearydevice not labeled for single use. Patient medical status prior to event: critical condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device not used as labeled/indended.device was not evaluated after the event. Method of evaluation: no data. Results of evaluation: no data. Conclusion: no data. Certainty of device as cause of or contributor to event: yes. Corrective actions: other. Invalid data - on device destroyed/disposed of status.